Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to loose protruded drive support disk. Insulin pump had a cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm during a prime. Customer also reported insulin was squirting out during the manual prime process. It was also found the customer's insulin pump was restarting itself. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be flush. Customer stated they did not press on the drive support cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.